Manufacturer narrative:
Product in complaint will not be returned. Therefore, physical investigation cannot be performed. A supplemental report will be filed if the product in complaint is returned and investigation is completed.

Event description:
It was reported that on (B)(6) 2013, a male patient was admitted to (B)(6) hospital after a pea (pulseless electrical activity) arrest. Subsequently an icy catheter was placed in the groin. After the hypothermia protocol had been completed the patient continued to receive IV medications through part of the catheter. IV levophed was observed to be infusing through the cooling port instead of the IV port. Other therapies in use on the patient included cardiac drugs and IV medication via IV pump. Manufacturer has requested additional information, however no additional details have been provided. No adverse patient sequelae was reported.